Manufacturer narrative:
No sample to review. Customer stated is keeping remaining brushes for when child is old enough not to chew on the bristles; cannot confirm complaint. Complaint trending reviewed for kids manual toothbrush for the previous 13 months leading up to september 2021 and there is no increasing in kids manual toothbrush bristles falling out failure mode. Continue to monitor complaints via complaint reviews and monthly complaint review meetings.

Event description:
(B)(4) unfortunately, our (B)(6) -year old prefers to chew on the brush heads vs actually brush his teeth (if we allow him to have control over his toothbrush). Because he does this, the bristles fall out very easily. I'm saving the rest of the pack for when he gets older & brushes properly. Product tcin : 11031165.